Event description:
It has been reported that during initial flushing of the input introducer sheath, plastic material fell out of the lumen. The device was not used on a pt and is being returned for evaluation.